Event description:
It was reported that during preparations for an interventional procedure, the balloon was pulled from the package and was observed to be missing a component. No pt involvement was reported. This incident is being reported based on investigative findings.